Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cutomer called for assistance troubleshooting a fiber optic sensor failure alarm. She had already switched over to the fluid lumen for alternate arterial pressure (ap) access and wanted to verify there was nothing else that needed to be done. The getinge representative answered all their questions. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated information: brand name, lot #., catalog #, exp. Date, serial#, unique identifier (UDI) #, PMA/510(k)#, manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 40.6cm from the iab tip. The pressure tubing was also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and found a break within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.